Event description:
It was reported that during an unknown procedure, cannot fire the clip. It is unknown how procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # u95g7j. Date of event is 2021. Event day and event month were not reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis and inspection of the returned sample, it was determined the er320 device jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining nine clips were ejected due to the condition of the jaw. Finally, the instrument was locked out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws maybe due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications before shipment. It is known from the history of the device that this condition of the jaws may lead to dropping/ejected clips. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.